Manufacturer narrative:
A representative contacted olympus technical assistance support (tac). The lamp hours were at 500 hrs per the light meter. Tac advised the representative to advise to replace the lamp. The representative will advise the customer to purchase a new bulb or send in for repairs. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The event was conservatively classified as a serious injury due to the procedure allegedly being prolonged by 30 or more minutes. This report has been submitted by the importer under this MDR report number 2429304-2025-00084.

Event description:
It was reported that the light source system images were dark, and the lighting did not adjust properly when entering dark areas. This resulted in a procedure prolongation of 30 minutes or more, while the patient was under sedation. The diagnostic colonoscopy was completed using a backup device, with no further patient harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer and the results of the complaint investigation. Updated fields: d9, h2, h4, and h6. Corrections to b1, b2, and h1. This event was initially conservatively reported as a serious injury; however, the patient did not suffer any serious injury or adverse effects from the prolonged procedure, thus correcting b1, b2, and h1. B1 should only be product problem, and b2 should not be marked at all. H1 should be malfunction. The h6 health effect - impact code is f26 no health consequences or impact. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: main lamp burned out. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.